Manufacturer narrative:
This product has not been received back for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
During patient intubation, the thumb tab on the stylet broke off. The stylet was removed along with the intubation tube. The patient was then re-intubated. There was no user or patient harm experienced.